Event description:
Pt. Had h/o stroke in 2001. Was just released to home from nursing home. Pt was on enteral feedings at night. Spouse was setting up feeding tube and bag, opened up new packaging. Products had a strong odor of chemical/plastic. One week prior to pt's death pt began having nausea, small amount diarrhea & small amount regurgitation. Pt also had stomach irritation. On night of incident, while pt. Was asleep and receiving tube feedings, they aspitated. Caller notified 911. Pt expired before 911 arrived. After pt's death, caller "tested" the feeding bag & tube. They placed water in the bag, then drank the water. Caller stated the water "tasted awful" & caused stomach irritation. Caller then allowed water to "sit" for several hours in the feeding bag. They tasted the water and said "it tasted even worse". Caller stated the bag caused the pt's feedings to taste bad, and to cause stomach irritation, nausea & regurgitation, leading to their aspiration and death.